Manufacturer narrative:
Additional narrative: reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque limiting handle 80in-lb was found to be out of specification. The torque tested high. There was no known patient or hospital involvement. This report involves one (1) expedium spine system torque limiting handle 80in-lb. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 - codes updated to imdrf codes. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed no visual defects with the torque limiting handle 80in-lb. The device was tested at depuy npd spine raynham and was found to be outside the specified torque limits of the device. The test report is attached the pi. The dimensional inspection was not performed as there are no dimensions relevant to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the torque limiting handle 80in-lb would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb128409 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 08jun2020 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 16jun2020 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 17aug2020 with no discrepancies. Failure investigation team involved ariel jacob(design quality engineer) and dave ferencik (product development engineer) refer attached "nc # nr-0146411- failure_investigation- fm-0001222". As part of nc investigation, all drawings and related documents were reviewed. This nc was initiated since dwg: 103030163 rev j note 5 calls out incorrect part number, ie ¿2797-04-320¿ instead of ¿2997-04-320¿. Dwg:103030163 was revised from ¿rev h¿ to ¿rev j¿ as part of the UDI dpm project through co: 103320342. During the co routing, the change owner made a typo and entered the part number incorrectly in note 5. The correct part number should be ¿2997-04-320¿ instead of ¿2797-04-320¿ and the same should be etched onto the parts/products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.